Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had blood glucose levels as high as 27.7 mmol/l with symptoms of fatigue and dry mouth. The patient did seek medical advice from their healthcare provider and was referred to their diabetes educator. The reporter stated that the pump did not seem to be recording boluses in the history. This complaint is being reported based on the allegation that the pump did not seem to accurately record insulin deliveries.

Manufacturer narrative:
B)(4) date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump's black box showed that on (B)(6) 2018, there was a cancelled bolus due to an occlusion alarm. The pump was able to be programmed with a pair of manual boluses and both were delivered successfully. Both were accurately recorded in the pump history. The bolus history was found to be recording properly. There were no hypersensitive keys observe don the keypad. The total daily doses of insulin delivery added up to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The pump was exercised for 24 hours and recorded the basal deliveries accurately. The alleged issue could not be duplicated. The battery compartment was found to be cracked.